Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. H4: the device manufacture date was documented as unknown in the initial report. It has been updated to january 17, 2020.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and function assessment was performed and it was determined that device rear housing was separated from the mid-plate, the ball detent assembly was missing from the locking collar, and the locking collar unlocked during operation due to the missing components. Therefore, the reported condition was confirmed. It was noted that no excessive damage was observed, only normal wear. It was determined that two of the four depths measured on the lock collar were out of specification. It was determined that the the variation was likely caused by assembly of the press fit detent components. However, since the detent assembly was not returned from the customer, it cannot be compared with the hole measurements. The root cause could not be determined due to missing components that are critical to the investigation. A device history record review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause could not be determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that while the impactor device was being used for broaching, a spring and bearing fell out. It was reported that all parts were removed from the patient. It was reported that there was a two minute delay in the surgical procedure. It is unknown whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.